Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient's mother stated that when they placed the sensor on the patient' abdomen on (B)(6) 2018, the patient stated that he felt really weird before turning pale and fainting. The patient's mother removed the sensor, gave the patient water and stated that five to ten minutes later, the patient had completely recovered and felt fine. It was indicated that they checked the patient's glucose with a blood glucose meter and the patient was in normal range. It was indicated that is was possible that the patient experienced a vasovagal response to the sensor insertion that may have caused his symptoms. At the time of contact, the patient was doing okay. No additional patient or event information is available.